Event description:
It was reported that a pump button issue occurred, and the customer declined troubleshooting. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.